Manufacturer narrative:
Operator of device: unknown. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump delivered 50ml, but in the history it only showed 7.3ml. No patient injury was reported.

Manufacturer narrative:
A sample was received for evaluation. Functional testing shows no problem found. The customer?s complaint was not duplicated. The root cause for this event is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in please direct those to the following: regulatory.responses@icumed.com.